Manufacturer narrative:
The manufacturer previously reported received an issue related to a CPAP device's sound abatement foam alleging visualization of particles in the hose, mask and mouth. There was no report of patient harm or injury. Despite of three attempts 06.01.2022, 06.15.2022, 07.07.2022 ; the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the hose, mask and mouth. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.